Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had particulate matter. The device was filled with fluorouracil 3550mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b046 was manufactured between february 25, 2015 and february 26, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. The visual inspection on the unit (via the naked eye) noted white particulate floating in the fluid of the reservoir. The particles were identified to be acrylic material via fourier transform infrared spectroscopy scanning. No cause could be determined as to the origin of the particulate. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.